Event description:
The customer was discharged from the hospital on (B)(6) 2016.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) ranged from 280 to 480 mg/dl with moderate ketones. Insulin injections and a corrective bolus were used to address the bg level. The customer was admitted to the hospital on (B)(6) 2016 and was treated with an intravenous insulin drip. The customer had a pneumonia and attributed the ongoing high bg to the illness. A healthcare provider was aware of the high bg. The customer had removed and discarded the supplies on the pump. A system check was performed using the current supplies on the pump and were found to be functioning as expected. The customer changed the infusion set site. Although requested, the customer discharge date was not provided.